Event description:
Further follow-up revealed that the patient experienced a slight improvement in seizures initally, but later experienced choking secondary to rapid cycling (increased settings); therefore, the device setting were returned to previous settings. Neurologist reported that the patient's mother has not called the office since programming the device back up previous settings. Neurologist indicated that the vns therapy is not related to the increase in seizures and that the cause is unknown. Initial reporter later indicated that the increase in seizures was not an increase above the patient's pre-vns baseline frequency.

Event description:
Vns patient was experiencing an increase in seizure activity above pre-vns baseline frequency. The patient is wheelchair-bound and had not suffered any recent injury or trauma that may have damaged the vns therapy system. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. There had reportedly been some medication changes during the time of the increase in seizure activity as well as some adjustments to programmed device parameters.